Manufacturer narrative:
The third party service agent replaced the device's power supply assembly to resolve the reported issue.  After observing proper device operation through functional and performance testing the unit was returned to the customer for use. The third party service agent sent the removed power supply assembly to physio-control for evaluation. Physio-control further examined the removed power supply assembly and determined that it had caused the reported issue.   Physio observed excessive leakage current (too low) at pin 6 of pcb-mounted jack connector, designator j41. Physio also observed excessive leakage current (too high) at pin 4 of pcb-mounted jack connector, designator j42.  These observations are indicative of possible ionic contamination; however, that could not be conclusively determined.

Manufacturer narrative:
After additional investigation by physio-control, the likely cause of the reported issue has been determined to be due to residue on filter components fl4 and fl10 on the power supply pcb assembly. As a result of this investigation, physio-control has initiated a field corrective action (reference corrections and removals number 3015876-11/07/2017-003c).

Manufacturer narrative:
(B)(4). The third party service agent has received the device for evaluation.   Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. (B)(4).

Event description:
The customer reported that their device was entering a boot loop when attempting to power off the device. There was no report of any patient use associated with the reported issue.